Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the patient¿s first implantable neurostimulator (ins) didn't give them the pain relief that they were expecting. The patient stated that the ins battery also began going down all the time and that they thought it would be a lifetime battery. It was reported that the ins and leads were replaced to move further back, towards the patient¿s back, where the majority of their pain was occurring. Since receiving the new system, the patient¿s therapy has been effective and the programming in the new implant has had adequate battery/recharge longevity. It was noted that the issue of the ins battery ¿going quicker¿ occurred about two months prior to the replacement surgery on (B)(6) 2016. Indications for use are spinal pain and post traumatic neuralgia.